Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to discharge when charged 3 times. It was unknown at the time of the reporting if the patient was harmed or experienced an adverse patient impact. There was no initial report of immediate clinical action taken to prevent serious injury or death. Additional information has been requested.

Event description:
It was reported to philips that the device failed to discharge when charged 3 times. The clinicians used another device to successfully treat the patient. There was no reported harm to the involved patient. This was reported as a serious injury as the users retrieved a second defibrillator to treat the patient.